Event description:
It was reported that the bd precisionglide¿ needle leaked. The following information was provided by the initial reporter: "it was reported by the consumer leakage."

Manufacturer narrative:
Investigation summary: it was reported there was leakage. To aid in the investigation, one sample with the plastic shield, but no packaging blister and one photo were received for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens. The needle hub has a pin hole 1/4" from the bottom. The photo provided shows a needle assembly connected to a syringe. No other defects or imperfections were observed. This defect could occur if the molding cavity was not loaded fully with resin during the molding process inducing the symptom reported. A device history record review was completed for provided material number 305165, lot number 1238442. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the molding process was performed and the settings were correct. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.